Event description:
Hello, this is concerning a defective medical device. The device: the monarch. My pulmonologist used it as he had done with the other 300 patients before me, to place a marker in my lung. I have a possible malignant nodule. The surgeon went in to take out the nodule but could not find it. The marker was in the wrong place!!! My pulmonologist called monarch but got nowhere. He did find out they had recently did a software update. Something was defective in the monarch device used. My doctor put in a complaint with the FDA. Another provider at the lung clinic, also had a malfunction with the monarch on a recent patient. He also reported to the FDA. My pulmonologist and is group will be talking with the hospital about this device and if they should continue to use it or change to something else. The monarch malfunction has derailed everything with my care regarding getting this nodule removed. I have so much inflammation since the surgery that I must wait until june for another CT (computed tomography) to check on the nodule. Over (B)(6) in doctor bills and a surgery that I should not have had because of the defect. **procedure occurred at (B)(6) operating room. Thank you, (B)(6). I have a possible malignant nodule in my lung.